Manufacturer narrative:
The hospital did not involve the local dräger s&s organization into inspection of the device and potential repair measures; upon contacting the user facility to obtain more information it was responded that the device is back in use after replacement of the ventilator motor. This lack of information does not allow a case-specific evaluation by the manufacturer. In fact, it can neither be confirmed nor denied that a malfunction of the motor has occurred - the device responds to various conditions with a shut-down of automatic ventilation to protect the patient from potentially hazardous output. For example, if a fresh-gas deficit occurs during use due to external leakage or insufficiently set fresh gas flow, the volume reserve of the ventilator may get lost. This leads to underpressure when the piston moves down and, the device will open the auxiliary air intake valve to compensate the gas deficit with room air. If the auxiliary air intake valve does not open at the intended pressure fast enough (e.g. Due to not having been properly reprocessed for a longer time) the device will briefly stop the ventilation and post a corresponding alarm; ventilation resumes as soon as the underpressure condition normalises. The description of event that the device sporadically stops ventilation may be an indication that the aforementioned scenario applies. It is however imaginable that the motor was indeed worn - there was no s/n information transmitted; age of the device and, the status of repairs and preventive maintenance is unknown to dräger. Event though no reliable conclusion in regard to the root cause can be drawn, it can be considered that the device behaved as specified upon a deviation - the user was alerted to the shut-down of automatic ventilation by means of a corresponding alarm. Manual ventilation with the built-in breathing bag remains always possible - even in switch-off state. H3 other text : device not available for evaluation.

Event description:
It was reported that automatic ventilation sporadically fails. As per report, this has not led to consequences for a patient.

Event description:
It was reported that automatic ventilation sporadically fails. As per report, this has not led to consequences for a patient.

Manufacturer narrative:
This is a correction of the previous report. The model no. Was corrected. The serial number and unique device identifier (UDI) of the affected fabius tiro was requested from the customer but not provided. Therefore, the UDI cannot be determined.